Event description:
The manufacturer received info alleging the internal battery was not lasting as long as expected. There was no pt harm or injury reported. Device was returned to manufacturer for eval and the complaint was confirmed. The issue was found to be caused by the device's internal battery.